Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/03/2020. Additional information: d10, h3.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Evaluation: product not returned to date. However, four pictures were provided for analysis, upon visual inspection of the pictures, the following were observed: in the picture identified as (B)(4). It was noted a box of product code (B)(4), lot ph7966. The pictures 1,2,3 showed an insect at the winding former with a needle-suture combination and a paper lid of product code (B)(4) were observed. However, no conclusion could be reach as the sample was not returned for analysis. According to the photos, the complaint was observed. Attempts to retrieve the device have been made. To date the device has not been received. If the further details and or the device are received at a later date a supplemental medwatch will be sent

Event description:
It was reported a patient underwent a c-section on (B)(6) 2020 and suture was used. During surgery, after opening the package a big insect was detected inside the pouch. Changed another one to complete surgery. There is no reported patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2020. H3 evaluation: a paper lid, a winding former (tray) with an undispensed needle/suture combination of product code vcp358 and an insect were received for evaluation. During the visual inspection of the sample, the winding former was examined under magnification and no foreign matter could be observed; however, back of paper lid was noted with foreign matter and an insect dead was noted inside of a piece of glove. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The reported complaint is verified.